Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004 two bard kugel patches were used to repair the pt's hernia defect. On (B)(6) 2007 the pt presented to the hospital for surgery to explant the mesh. During surgery, the pt's surgeon noted that, "the left side did show the mesh to be slightly protruding laterally" and that subsequent to substantial adhesions of the mesh to the cord structures, the "mesh could not be removed in one piece." On 2007 following surgery to explant the mesh the pt was found to be suffering from severe testicular pain. On (B)(6) 2007 the pt underwent a left inguinal orchiectomy to remove his left testicle. The attorney for the pt alleges permanent injury, pain, add'l surgery, adhesions, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request add'l info and if available, to request return of the device for evaluation. The attorney's report alleges that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00103 for info related ot the other bard kugel patch implanted on (B)(6) 2004.